Event description:
The customer reported that the device, 60-5274-132, laparoscopic electrode with eschar-resistant coating, was being used during a total hysterectomy and bilateral salpingo-oophorectomy procedure on (B)(6) 2025 when it was reported, "the tip electrode fell off inside the body. The electrode was never inserted or removed during the operation, but water was pumped and suctioned. It was discovered to have fallen off inside the abdominal cavity in the latter half of the operation". Further assessment found that a fragment fell into the surgical site and was retrieved with an unknown device. The procedure was completed with an alternate device. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of returned used device 60-5274-132 found the electrode tip was missing. Examination was done per print 7073-02. Root cause cannot be determined, however, based upon evaluation of the device and the IFU; a possible cause of this event could be damage to the trocar seal and/or electrosurgical tip. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised that to avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. Misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. During trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, 60-5274-132, laparoscopic electrode with eschar-resistant coating, was being used during a total hysterectomy and bilateral salpingo-oophorectomy procedure on (B)(6) 2025 when it was reported, ¿the tip electrode fell off inside the body. The electrode was never inserted or removed during the operation, but water was pumped and suctioned. It was discovered to have fallen off inside the abdominal cavity in the latter half of the operation.¿. Further assessment found that a fragment fell into the surgical site and was retrieved with an unknown device. The procedure was completed with an alternate device. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.